Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. She stated that the device alarmed no delivery multiple times during bolus attempts, followed by the motor error. Her blood glucose was 300 mg/dl at the time of the alarms, and her most recent blood glucose was over 500 mg/dl. She treated with a manual injection. She was assisted with performing a 5.0 unit fixed prime and insulin exited. She ran an additional 5.0 unit fixed prime and insulin exited. The site may have been occluded. She was advised to change the entire infusion set and return the set for analysis. She stated that she had removed 2 infusion sets the same night due to the issue without any bent cannulas. She did not observe any significant events leading to the alarm and was able to complete the rewind sequence. She was advised to discontinue use of the insulin pump, revert to a back-up plan, replace the insulin pump; she agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.